Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer will not open by itself but can be pulled manually with fingers. A field service engineer adjusted the rails of drawer 3 and tested it using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reporter state: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the drawer was not opening by itself, have to pull manually with the fingers. User was able to remove the med from another station and there are no pro long delays there were no adverse events or injuries reported as a result of this incident.